Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not achieve hemostasis as shooting could not be performed due to lack of a clear window. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The reported ¿lack of a clear window¿ indicated that the indicator window did not change. There was no difficulty connecting the vascular sheath introducer with the device. The indicator wire cowling locked against the handle assembly, and an audible click was heard. No pulsatile flow was observed from the bleed-back indicator, and the indicator window did not show black or red color during retraction. The physician¿s thumb was not placed on the plug deployment button during retraction, and the deployment lever was not depressed. Upon removal from the patient, the indicator wire loop was not deployed. No damage was noted to the indicator window or bleed-back indicator. The operator was trained to the device, and the device was stored and prepared according to the instructions for use. No visible damage to the device or packaging was noted prior to use. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device will be returned for evaluation.